Manufacturer narrative:
This is one of eight products reported to have had this complaint by this account. The associated manufacturer report numbers are 3004939290-2017-00027; 3004939290-2017-00028; 3004939290-2017-00029; 3004939290-2017-00030; 3004939290-2017-00031; 3004939290-2017-00032; 3004939290-2017-00033; and 3004939290-2017-00034. The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that the account had multiple mynx device failures (7 or 8) due to the plug not releasing from the device. This occurred with different lot numbers. There was no patient injury reported. Additional information was requested, but is unknown.